Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and visual inspection located a fracture at approximately 182.6cm from the proximal end. The guide wire was returned attached to a catheter. All outer diameter dimensions are within specification. The guide wire was sent for further analysis and (B)(4) testing concluded that the "failure occurred due to a tension overload". The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. The target lesion was located in the tortuous diagonal branch. An apex balloon was inflated proximal to the 185cm j-tip pt2 moderate support guide wire. It was noticed that the guide wire tip broke off inside the patient. Another unknown guide wire was placed and a snare was used to retrieve the tip of the guide wire with no issues. It was thought that the tip of the guide wire may have prolapsed. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. The target lesion was located in the tortuous diagonal branch. An apex balloon was inflated proximal to the 185cm j-tip pt2 moderate support guide wire. It was noticed that the guide wire tip broke off inside the patient. Another unknown guide wire was placed and a snare was used to retrieve the tip of the guide wire with no issues. It was thought that the tip of the guide wire may have prolapsed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).